Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the stapler did not fire the reload. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced with new handle to complete the case. There was no patient injury.